Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker recorded a lead safety switch (lss) which is indicative of an out-of-range (oor) impedance measurement and which switches the lead to a unipolar configuration. The system was checked in office. Isometrics were performed. There were no anomalies that could be produced. The rv lead was programmed back to bipolar. Additional information indicates that the oor impedance measurement was high. The patient will continue to be monitored. No adverse patient effects were reported.